Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml juvéderm® voluma® xc to the cheeks, chin, and piriform fossa's. Patient began to experience "redness and large cyst type nodule on [their] chin" approximately 1 week post injection. Hcp noted the patient also experienced swelling which "created some bells palsy". Patient was placed on prednisone for the swelling. Hcp notes the patient is "now showing signs [of] infection". Hcp later reported the patient received a CT scan in the ER which noted an abscess. Patient was treated with oral antibiotics and an unsuccessful attempt to drain the abscess. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the lot number 1002951122.